Event description:
Consumer alleges she went to sit in her chair and fell, in turn hitting the joystick. The chair allegedly moved forward allegedly running over her leg.

Manufacturer narrative:
Provider handled with consumer. Replaced batteries, charger, all casters, tightened joystick, both armrests, and headrest. Consumer is satisfied. Unit is working properly.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she went to sit in her chair and fell, in turn hitting the joystick. The chair allegedly moved forward allegedly running over her leg.